Event description:
It was reported that during device change out procedure, inserting the atrial lead into the connector of pulse generator was difficult. The lead was inserted and secured into the header and the procedure concluded normally. The patient was stable post procedure.

Manufacturer narrative:
UDI (di): (B)(4).